Event description:
Patient was scheduled for craniotomy for aneurysm clipping. As part of the surgical preparation, patient was having a lumbar drain placed. Patient was positioned lateral for placement of a lumbar drain. After a couple attempts by physician, when he tried to pull the catheter out, the catheter broke and a piece was left inside the patient.